Event description:
It was reported that the although leg bag was half full, urine was in hose. The patient also reported having problem with infection, saw doctor who obtained urine sample and prescribed medication. The representative advised the patient on placement.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "mechanical failure". The lot number was unknown.the DHR review could not be performed without a lot number.the instructions for use were found adequate and state the following: "separate notches within circles. Pull straps through holes and around leg" "position bag on leg with flutter valve at top" "attach catheter or extension tubing to top inlet.when wearing bag below knee, attach bard®" extension tubing (catalog no. 150615 or 4a4194).when using extension tubing, make sure to connect tube at least to the 3rd taper of the connector" :to empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down.important: be sure to reclose flip-flo¿ valve after emptying bag. "After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the device was not returned.